Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient developed vegetation on leadless implantable pulse generator (ipg) which was diagnosed by transthoracic echocardiogram (tte). An infection of the right groin was also reported. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.